Event description:
The patient was noted to have complete exposure of the sling on the patient's right side measuring approximately 0.5 centimeters x 3 centimeters. The sling did dive back down through the vaginal mucosa before emerging through the obturator membrane on that side. There was no granulation tissue or pus. There was epithelialization of the mucosa underneath the eroded sling. The sling was completely covered by mucosa on the left side. On cystourethroscopy, the bladder mucosa was normal. There were no tumors, foreign bodies, or stones inside the bladder. There was vigorous bilateral ureteral efflux and the urethra was normal.